Manufacturer narrative:
(B)(4).

Event description:
It was reported "the invasive monitoring catheter and the arterial readings seems to be less accurate after a few days of insertion." The arterial catheter required replacement. The patient's current condition is reported as "unknown." Additional information was requested from the customer, no additional information has been received at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the invasive monitoring catheter and the arterial readings seems to be less accurate after a few days of insertion." The arterial catheter required replacement. The patient's current condition is reported as "unknown." Additional information was requested from the customer, no additional information has been received at this time.